Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 4, 2014 and june 5, 2014. Investigation summary: baxter received the unit for evaluation containing 231ml of fluid in its bladder. Evidence of continuous flow was visually observed at the luer when the luer cap was removed. According to the label affixed on the unit, drug fluorouracil was used in the unit, however the diluent was unknown. A functional flow rate test was performed and the flow rates were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device was filled with 230 ml of an unknown drug and flow was observed. The device was then connected to the home patient (hp) for an infusion expected to last 46 hours. However, after 48 hours, when the patient visited the hospital, it was found that not all of the solution was delivered and the flow had stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.